Manufacturer narrative:
B5: during follow up it was clarified that the connection was not properly tightened prior to therapy which led to the connection issue; there was no damage observed on the female connector of the transfer set. The nurse added, the transfer set was replaced to prevent infection, it was not a schedule replacement. No other information provided. H10: upon further review of this report, it was determined that the baxter transfer set is no considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a transfer set and the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to start over with all new supplies and contact their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.